Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was confirmed via medical records and radiographs reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) positive MRI findings and mild elevation consistent with metal failure, released adhesions/scar tissue. Released posterior hip pseudocapsule. Tannish loose tissue debris was identified consistent w/metal reaction, frozen sections sent for review were not suspicious. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk- +6mm head adapter-unk. Unk- size 6 taper lock standard offset femoral stem-unk. Unk-unk magnum head w/size 42 +6head adaptor-unk. Unk-unk 52mm magnum cup-unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01886. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a left hip revision approximately 11 years post implantation due to positive MRI findings and elevated metal ions. During the procedure a tannish loose tissue debris was identified consistent with metal reaction. Minimal corrosion found. The femoral head was replaced. Attempts have been made and additional information on the reported event is unavailable at this time.